Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Critical ram parity error occurred in address 0e on (B)(4) 2013. Power on reset (por) severity is low as the device should be able to fully recover ater reset.

Event description:
It was reported that the implantable pulse generator had a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.